Event description:
Provider alleged compressor has low output.per independent repair center statement, the unit had low o2 or yellow light -- confirmed. The key failure was compressor with low output. Additional malfunction was the zip ties were replaced.